Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The patient was diagnosed with single vessel disease (svd). Vascular access was obtained via femoral artery. The 90% stenosed, 10mmx4.0mm, concentric, de novo, target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). After a non-bsc balloon guide wire was crossed the lesion and pre-dilation of a non-bsc balloon catheter, a 4.00x12mm promus element¿ plus stent was deployed to treat the lesion. Post stent deployment, vessel dissection was noted at the distal site of the lesion. The physician then treated the dissection with implantation of a 3.5x20mm promus element stent and the procedure was completed with post-dilation. No further patient complications were reported. The patient¿s status was stable and patient was responding well to medications.